Event description:
Additional information: it was later reported that the physician did not have an updated software card in his programmer, "therefore resulting in a pump memory error." It was also noted that the patient was met at the hospital the "following day" and the software card was updated, the patient was programmed "appropriately" and had no adverse symptoms.

Manufacturer narrative:
(B)(4).

Event description:
When the pump was interrogated there was a pump memory error; there was no catheter information programmed. The doctor was not concerned about therapy issues for the patient because the pump had just been implanted 2 days prior. The device system was delivering gablofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8870, product type: software. (B)(4).